Event description:
It was reported that during the transition from the stage 1 trial to the stage 2 implant of the patient¿s implantable neurostimulator (ins), the physician noticed a subcutaneous infection at the site of the pocket. This was noticed before the ins was placed in the pocket. A culture of the pocket was taken with unknown organism reported. The pocket site was irrigated with sterile water and antibiotics were started. The physician also put a drain in the pocket as well. The patient was to follow up with their doctor on (B)(6) 2015 and their status at the time of report was noted as ¿alive ¿ no injury¿. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_prog, lot# serial# unknown, product type: programmer, physician. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturing representative reported that a staph infection was confirmed at the pocket site. Actions required as a result of the event consisted of partial system explant.